Event description:
Journal reference: pretto te, dalvi a, kang uj, penn rd. A prospective blinded evaluation of deep brain stimulation for the treatment of secondary dystonia and primary torticollis syndromes. J neurosurg 2008;109(3):405-409. The aim of this study was to provide an objective assessment of deep brain stimulation (dbs) of gpi for groups of patients with mixed secondary dystonia and primary torticollis syndromes by a blinded evaluation of 13 consecutive patients who underwent ineffective medical treatment and botulinum toxin injections. One patient was lost to follow-up. Although the benefits were variable and not fully predictable, they were of sufficient magnitude to justify offering the procedure when medications and botulinum toxin injections have failed. Reportable event: one patient experienced transient postoperative bronchospasm and confusion that resolved during the hospital stay of 7 days.